Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (cartridge alarm 29) with multiple cartridges during the load process. The customer's blood glucose reached 89-142 mg/dl. Reportedly, the customer successfully loaded a cartridge and resumed insulin delivery.